Manufacturer narrative:
Analysis of the device was not performed because the allegation (infection) is a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2,000.0 mcg/ml at 1,398.8 mcg/day via an implantable pump. It was reported that the pump was explanted due to infection. Further information later received indicated that the infection was local and that the infection had corroded through the skin. The infection/signs of the infection were first observed (B)(6) 2021. Antibiotics were administered for a few weeks. It was reported that there were no external/environmental/patient factors that may have caused or contributed to the infection. The pump explant resolved the infection. No further patient complications were reported or anticipated.